Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
MDR cgm: g7, 122 lbs. Diabetes mellitus, retinopathy with macular edema, bilateral, h/o colon cancer, nephropathy, dependance on renal dialysis (5 days/week), h/o renal transplant (1996 & 2013), glomerulopathy.